Event description:
A malfunction alarm was reported, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was able to continue using the pump. Technical support advised the customer to reach out if the malfunction code recurred, and the customer confirmed understanding these instructions.